Manufacturer narrative:
PMA/510(k): similar to p110009. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device and switch to fusion because the patient continued to have axial pain.

Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided. A device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed trauma, patient factors or other unknown operational factors. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device and switch to fusion because the patient continued to have axial pain.